Event description:
Report received from the USA stating that the device locked up and would not release burr. The device was being used during a mastoid surgery. There was no patient or user injury or medical intervention. It is unknown if delay occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).